Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, the event was presumed to have been caused by expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited deterioration of the ke-45 (adhesive) at the forceps cover. There was no patient involvement.